Event description:
Information received by medtronic indicated that the insulin pump showed motor error alarm. Customer was able to clear the alarm ad complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated motor error alarm and insulin pump exposed to high magnetic environment. Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the insulin pump not having power for a long period of time. Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off.